Manufacturer narrative:
A review of the complaint history for(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and the device was not connected to the bus. The field service engineer (fse) reported no failures upon arrival. The customer had been able to get the device back up and running the previous night after a phone conversation. The fse replaced the mini engine for drawer 1.2. The customer completed inventory, and preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, failed drawer 2.1 and device not connected to bus. Customer tried reboot machine and unable to connect back. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.